Event description:
Healthcare professional reported that approximately 55 days post implant, the valve was explanted due to central regurgitation. The valve was replaced with another hancock ii valve and returned for analysis.